Event description:
Missing reports; quick look missing. Missing reports from the remote monitoring platform carelink, not generating or sending clinically significant reports for patients with implantable cardiac devices for remote monitoring. Manufacturer response for remote monitoring platform, carelink (per site reporter).